Event description:
Ra lead "dysfunctional" in bipolar configuration, noise and over-sensing for years. Reprogramed both sensing and atrial pacing to unipolar mode . Rv lead failure to capture, high oor pacing impedance (greater than 2,500 ohms) in bipolar configuration. Reprogrammed to unipolar configuration a month ago. Oversensing of noise suggestive of electromagnetic interference. Previously, the device had detected similar episodes and the ventilation-minute sensor had been automatically deactivated. In today's review, there was no communication between the programmer and the generator through the wireless antenna, making it necessary to place the blade for interrogation. Two different programmers where attempted to interrogate the device without success. The patient will be scheduled for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.